Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log files collectively contained events from 20oct2025 and 12nov2025. A driveline power fault alarm, associated with power a line faults (pwr_a_broken), was active throughout the duration of the files. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were sent for review on 12nov2025. Ventricular assist device (vad) interrogation history was not seen. The event log contained persistent driveline power a faults. These faults were consuming the controller memory limiting the number of displayable data lines in the monitor history. The pump itself appeared to be operating within normal parameters. There were no faults associated with communication.

Event description:
It was reported that the patient was inpatient with a driveline power fault. Log files were sent for review. The event log captured driveline power faults (power a) throughout the log. The system controller and modular cable were exchanged. The alarm immediately returned and did not resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.